Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-03-31, (B)(4), device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun, mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-03-31, (B)(4), device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun, mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2018-05-31, (B)(4), device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun, mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-04-30, (B)(4), device available for evaluation?: no. Device evaluate by MFR?: no, device evaluation anticipated, but not yet begun, mfg date: 2016-04-30. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-04-30, (B)(4), device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun, mfg date: 2016-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching between five batteries with power level greater than 25%. The controller and five batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller failed visual inspection and passed functional testing. 10x visual inspection and the internal inspection for fluid ingress were performed. Visual inspection revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. Examination of controller log files revealed power switching events due to communication error involving battery bat216769 and momentary disconnections involving battery bat216106 within the analyzed period. The returned batteries bat216106 and bat216769 passed visual inspection and functional testing. Examination of controller log files shows power switching events due to momentary disconnect where the battery was involved within the analyzed period. The returned batteries bat216195, bat580817, and bat216673 passed visual inspection and functional testing. Examination of controller log files shows that the battery was not involved in any power switching events within the analyzed period. The investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, two of the batteries were indicated to have had a communication error.

Manufacturer narrative:
Corrected: b3, b5, h10. Product event summary, h10 additional products product event summary: the controller (B)(6) and five (5) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed two (2) premature power switching events due to a momentary disconnection involving (B)(6) and due to a communication error involving (B)(6). Data log files also revealed relative state of charges (rsoc) between 101-201 involving (B)(6), which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: battery (B)(6). H6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and all associated batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. An investigation was opened to investigate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) and due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Momentary disconnections were investigated internally. Additional products: battery: (B)(4). D10: yes, return date: 2018-02-28 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery: (B)(4). D10: yes, return date: 2018-02-28 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery: (B)(4). D10: yes, return date: 2018-02-28 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery: (B)(4). D10: yes, return date: 2018-02-28 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery: (B)(4). D10: yes, return date: 2018-02-28 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.